Event description:
Related to 941830. The hospital reported that halfway through an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery no longer worked. The generator was beeping and the toggle was engaged but it failed to cut/transect. It may have been related to the safety feature and the device was shut off to cool down. The customer checked the connections at the adapter and extension cord, power supply rebooted with no resolution. Then the vh-4000 was switched out with a new one and the second vh-4000 was used to completed the case. This during 2 endo-radials. A short delay while a second device needed to be opened to complete the case. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Corrected section- h6- problem code changed to 2587. The device was returned to the factory for evaluation on 12/08/2023. An investigation was conducted on 12/13/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .683 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "failure to cut" was not confirmed. The lot # 3000348807 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.